Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. No additional even or patient information is available. Complaint device was not returned for evaluation. However a picture of the complaint was provided. Based on the finding in the pictured provided the complaint of a detached sensor wire was confirmed. The root cause could not be determined.